Event description:
During the implant procedure, after inserting the ventricular lead all the way into the header, the screwdriver was placed into the setscrew and tightened. It was reported that the lead was secure but there was "clicking" noise. Since the physician was not comfortable implanting this device, it was not implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
During the implant procedure, after inserting the ventricular lead all the way into the header, the screwdriver was placed into the setscrew and tightened. It was reported that the lead was secure but there was "clicking" noise. Since the physician was not comfortable implanting this device, it was not implanted.